Event description:
It was reported that a pt allegedly passed away as result of ventricular fibrillation in 2008 around 0:30 am, for which no visual or audible alarm was allegedly provided at bedside monitor and central.

Manufacturer narrative:
Ge healthcare reviewed the alarm printouts for thg3 / bed3 and found that there were hr limit violations at warning level. The alarm graph printouts also clearly showed "arr aus," indicating arrhythmia processing was turned off. This is the reason why no vfib, vfib/vtac or asystole alarms were called. Alarm volume at the bedside was 70%. The instructions for use informs the user that when suspended, arrhythmia conditions are not detected and alarms associated with arrhythmias do not occur, signaling that 20 of the last 30 seconds of ECG date is of poor quality and arrhythmia interpretation is suspended. This alarm generates a continuous system warning alarm until the quality of the ECG signal improves. A visual message "arrhy suspend" is displayed in the pt window in the event line. Based on the above investigation, the solar monitor performed to specifications.